Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented a follow-up in clinic with sepsis. The source of the infection was unknown. Total system extraction was performed and the patient was stable after the procedure.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.